Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: h tab- a code updated to a1801-contamination. Device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Without the physical sample we cannot identify the specific composition or origin of the alleged particle. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about coring. Possibility of foreign matter from rayon adhering it was reported that after requesting an investigation into the coring of endoxan that occurred in (B)(6) 2024, shionogi, the manufacturer of endoxan, responded that it was from rayon. Since shionogi does not use rayon in the manufacturing process, customer asked us to confirm if rayon was used in the phaseal.